Manufacturer narrative:
(B)(4). D4/h4: it was reported that the exact lot number of the device involved in the event is unknown. However, there are three (3) potential lot numbers of the device involved. These are listed below with their associated dates of manufacture, expiration dates, and udis. Potential lot (1): 0002504256. - manufacturing date: 3/8/2023. - expiration date: 3/8/2028. - UDI: (B)(4). Potential lot (2): 0002561272. - manufacturing date: 10/25/2023. - expiration date: 10/25/2028. - UDI: (B)(4). Potential lot (3): 415040. - manufacturing date: 4/15/2021. - expiration date: 4/15/2026. - UDI: (B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair surgery, the tip of the inserter was fractured while the surgeon implanted the anchor into the patient's burr hole. The surgeon noted that the anchor couldn't be inserted into the patient's burr hole smoothly, and the patient retained the tip of the inserter. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed by returned product. Visual examination of the returned product/provided pictures identified the device was returned without the sutures, needles and the implant. The tip of the device has fractured and was not returned. Fracture analysis has been previously analyzed in an internal memo where bending overload was identified as the mode of failure. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.